Manufacturer narrative:
Follow-up # 1 date of submission (B)(6) 2011 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: a review of the total daily dose history from (B)(6) 2010 to the end of pump use on (B)(6) 2011 indicated that insulin delivery totals correctly reflected programmed values. The pump history showed that multiple call service alarms occurred, which could not be duplicated during testing. The pump was exercised for 29 hours with no insulin delivery issues. A display lens leak was observed during leak testing. There was evidence of moisture damage observed inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The reporter claimed the patient's blood glucose was elevated to 500 mg/dl with no symptoms. At the time of concern, the animas pump had moisture under the screen and lost power. During troubleshooting, the animas representative noted the following: the keypad is ok. There was no water or corrosion in the battery chamber. The time/date/battery was correct. This complaint is being reported because the patient reportedly had a reading of "500 mg/dl" after the power issue began.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.